Manufacturer narrative:
The tubing has been returned to sorin group for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the tubing in the vent line raceway of the pump split at the end of the procedure. There was no report of patient injury or medical intervention required as a direct result of the issue.